Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of interrogation difficulties. The device has previously emitted abnormal beeping tones and displayed a fault code.